Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in the next day after leads implant procedure. Upon interrogation, decreased pacing lead impedance, varied r-wave sensing amplitude, and inconsistent capture threshold were observed on the right ventricular (rv) lead. Rv lead dislodgement was confirmed via chest x-ray. The lead was repositioned successfully on (B)(6) 2021. The patient was stable before, during and after the procedure.